Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6mm by 6mm amplatzer duct occluder ii was chosen for implant using a 5f amplatzer torqvue lp delivery system. During procedure, the device deployed as a cobra deformation. There was no interaction with cardiac structures during deployment, and there was no angulation or kink noticed in the delivery system. The device was removed from the patient. There was no replacement device used. The defect was closed by surgical procedure. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a 5f delivery sheath was used. Additionally, a photo was received from the field and it appeared to show the device inside a bag. However, it could not be confirmed as there was no device deformity during the returned device analysis. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.